Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4): baxter received one device for evaluation. The reported condition was confirmed. Visual examination of the unit showed the tubing had been broken off at the junction of the stressmember. The root cause of this condition could not be determined. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that the tubing of one (1) ce infusor lv10 device disconnected from the device as the customer was unwinding the tubing from the infusor/prior to patient connection. The device was filled with 240ml of benzylpenicillin (40mg/ml; (B)(4) sodium chloride diluent). There is no patient involvement. No additional information is available.